Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. He customer¿s blood glucose was in the 200's (mg/dl). Reportedly, the customer changed the pump supplies to resolve the issue. No additional information regarding the alarm was provided by the customer.